Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device stopped infusion with the error as wireless module intermittent connection with device. The event occurred during infusion.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspecgtion performed during the analysis. The customer reported complaint could not be confirmed or duplicated. The most probable cause would be due to the damage of the downstream occlusion seal and bezel; both was replaced.